Event description:
It was reported that when an asymptomatic patient presented in clinic for a routine follow-up, post-paced t-wave oversensing on the ventricular channel was observed via real-time egm. Programming changes were made, but the oversensing was still present. The physician elected to reprogram the device to its original setting since the t-wave oversensing only occurred during rv capture. The patient will continued to be followed normally.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.